Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly after implanting the associated leads and connecting to the subject pacemaker, it was noted that the atrial channel operates normally but the ventricular channel does not work, it was reported capture failure. Several tests were performed: tightening of the screw seemed normal, repositioning of the lead. After several attempts, it was decided to change the subject pacemaker.

Manufacturer narrative:
Preliminary analysis of the return device showed proper electrical and mechanical function. The ventricular set-screw showed no tightening mark and its first thread was damaged.

Event description:
Reportedly after implanting the associated leads and connecting to the subject pacemaker, it was noted that the atrial channel operates normally but the ventricular channel does not work, it was reported capture failure. Several tests were performed: tightening of the screw seemed normal, repositioning of the lead. After several attempts, it was decided to change the subject pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly after implanting the associated leads and connecting to the subject pacemaker, it was noted that the atrial channel operates normally but the ventricular channel does not work, it was reported capture failure. Several tests were performed: tightening of the screw seemed normal, repositioning of the lead. After several attempts, it was decided to change the subject pacemaker.